Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C51084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), cystocele ("cystocele") and stress urinary incontinence ("stress incontinence"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy with cystoscopy, uterosacral suspension). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia, adenomyosis, cystocele and stress urinary incontinence outcome was unknown. The reporter considered adenomyosis, cystocele, menometrorrhagia, pelvic pain and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C51084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), cystocele ("cystocele") and stress urinary incontinence ("stress incontinence"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy with cystoscopy, uterosacral suspension). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia, adenomyosis, cystocele and stress urinary incontinence outcome was unknown. The reporter considered adenomyosis, cystocele, menometrorrhagia, pelvic pain and stress urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event "medical device removal" was updated to "chronic pelvic pain". New events added: adenomyosis, menometrorrhagia, cystocele with stress incontinence. Lot number, lab data, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: case category was changed from invalid to valid due event injury nos was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.